Event description:
It was reported that patient stated that she has been experiencing pain ever since she had a right hip implant in (B) (6) 2008. She explained that she has been to her doctor and is currently taking morphine for the pain and it is not helping at all because she has constant pain. She also added that because of the pain, she is home bound and is not the outdoor active woman she used to be.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to this report was requested. If additional information becomes available, it will be submitted in a supplemental report.